Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure, at 80% deployment the valve began to dive downward. A full re-capture of the valve was attempted to reposition the valve, however the valve was unable to fully re-captured. The re-sheath wheel reached the end of travel and required excess force to turn. The micro-adjustment wheel was used but the valve was still unable to be fully re-captured. The valve and delivery system were both removed from the patient, along with a 20f non-abbott introducer sheath. A new 35mm navitor vision valve and large flexnav delivery system were used as a replacement. During 80% deployment at a depth of 3mm on the non-coronary cusp (ncc) the valve also migrated downwards. After two deployment attempts, the patient's blood pressure began to decline. The valve was attempted to be fully captured for removal, however the valve could not be fully recaptured. The re-sheath wheel reached the end of travel and required excess force to turn. The second valve and delivery system were both removed from the patient. The micro-adjustment wheel was used but the valve was still unable to be fully re-captured. A new 29mm non-abbott valve was used to complete the procedure. Upon inspection the second valve appeared to have an accordion shape at the valve capsule level. The patient status was stable.

Manufacturer narrative:
Subsequent to the initial report filed, this complaint has been reassessed as a complaint with no allegation of malfunction against the navitor vision valve. However, a report was previously filed. Therefore, a supplemental MDR report will be filed to capture the correction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Correction: upon review, the 35mm navitor vision valve should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Codes removed: health effect: clinical code: 1914 low blood pressure/hypotension. Health effect: impact code: 4613 minor injury/ illness/impairment. Medical device problem code: 2976 material deformation.

Event description:
It was reported on (B)(6) 2025, a 35 mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure, at 80% deployment the valve began to dive downward. A full re-capture of the valve was attempted to reposition the valve; however, the valve was unable to fully re-captured. The re-sheath wheel reached the end of travel and required excess force to turn. The micro-adjustment wheel was used but the valve was still unable to be fully re-captured. The valve and delivery system were both removed from the patient, along with a 20f non-abbott introducer sheath. A new 35 mm navitor vision valve and large flexnav delivery system were used as a replacement. During 80% deployment at a depth of 3 mm on the non-coronary cusp (ncc) the valve also migrated downwards. After two deployment attempts, the patient's blood pressure began to decline. The valve was attempted to be fully captured for removal; however, the valve could not be fully recaptured. The re-sheath wheel reached the end of travel and required excess force to turn. The second valve and delivery system were both removed from the patient. The micro-adjustment wheel was used but the valve was still unable to be fully re-captured. A new 29 mm non-abbott valve was used to complete the procedure. Upon inspection the second valve appeared to have an accordion shape at the valve capsule level. The patient status was stable.